Manufacturer narrative:
Device investigation narrative - dimensional inspection confirms that this is a 6x20mm product. This product is three years old. It was used for an ¿acl + knee¿ procedure. The screw is whole. The phillips head does not show signs of stripping. It does show signs of over-torque. The thread outer diameter edges are distorted; rolled, burnished and peeling. This indicates that the threads were met with resistance or force. Prep per the IFU recommendation is critical for ease of insertion and successful anchoring. Since there have been no clinical details provided such as type and size of tap, size of tunnel drilled and patient bone condition, the finding is based upon the physical condition and visual characteristics observed. No root cause associated with the manufacture of this device could be supported. No further investigation warranted. (B)(4)

Event description:
It was reported the anchor was broken. The broken pieces were removed. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.